Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned. Failure to achieve hemostasis after firing the clip as reported, can be influenced by, but is not limited to: manufacturing, patient anatomical conditions and user technique. As part of the manufacturing process, devices are inspected and verified for proper loading of the clip onto the carrier tube. At final inspection, devices undergo inspection to verify the ribbon wings open properly, collapse completely, are aligned and not damaged. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. The clip misfiring (resulting in device not sealing or closure not achieved) can be caused by the following user techniques: relaxing downward pressure or retraction of the device during clip deployment, failing to raise the device from 45 degrees to 60 to 75 degrees prior to clip deployment, device not stabilized with the left hand during clip deployment, or inadequate nick and spread incision that could cause the clip to be deployed on the skin or in the tissue tract below the skin, thereby not achieving closure. However, no anatomic conditions were reported that could have contributed to this event. No abnormal user technique was reported. Based on the reported information and the inspection criteria, a definitive cause for not achieving hemostasis after firing the clip could not be determined. Review of the device lot history record did not reveal any nonconforming material records relevant to the reported event. A query of the complaint handling database was performed and there were no similar reported incidents. There does not appear to be an indication of a product quality problem.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, there was still arterial bleeding after firing the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.